Event description:
It was reported that this right atrial (ra) lead exhibited high pace impedance measurement of 2,292 ohms. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).